Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the attempted implant, the stylet became lodged in the lead and was unable to be removed. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.